Event description:
On (B)(6) 2012, the reporter called animas alleging a difference in the responsiveness of the up/down arrow buttons in the past week. The reporter alleges that the up/arrow buttons "stick" and have to be pressed multiple times to induce a response. The patient is able to use pump at present time. The pump is worn attached to a belt. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
(B)(4): unable to duplicate the complaint regarding an unresponsive down key: all keys were tested and found responsive. The keypad was intact with no evidence of peeling or damage. The keypad cover was removed to check for contamination, which was found under up/down/contrast/ok key contacts. Unrelated to this complaint, the battery compartment was observed to be cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.